Event description:
An internal real-world database study named ¿performance of a cementless medial collared, triple-tapered femoral stem used through posterior approach in total hip arthroplasty: a comparative analysis using medicare data¿ was received based off of the us medicare standard analytic file including actis hip stem. The analysis years are from january 1, 2016 ¿ december 31, 2023. Adverse event(s) and provided interventions possibly associated with unknown hip actis construct (qty 1,140). Patient underwent a reoperation with no further information (qty 115). Patient sustained a periprosthetic fracture without known intervention (qty 132). Patient sustained an infection without known intervention (qty 30). Patient had pain without known intervention (qty 863). Adverse event(s) and provided interventions possibly associated with unknown hip femoral head (qty 67). Patient sustained a dislocation without known intervention (qty 67). Adverse event(s) and provided interventions possibly associated with unknown hip femoral stem actis (qty 25). Patient sustained aseptic loosening without known intervention (qty 25).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d2b: prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (catalog). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.